Event description:
It was reported that during the surgery the surgeon was impacting the cup, and the positioning rod broke off. The surgeon was not able to remove the guide from the straight inserter as the rod was still attached even though the top part broke. The surgery was complete without a problem. The cup was inserted properly when the rod broke. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign: canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: g3; h2; h6 no product was returned so no visual examination could be performed. Part and lot identification are necessary for review of device history records, neither were provided for the guide rod. Medical records were not provided. No problem was found with the positioning guide rods after further follow up. The reported event did not involve broken guide rods. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.